Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that during the day shift, the patient's nurse observed leaking at the purple valve where it meets the clear plastic line. It was changed three times but continued to leak at the site. The patient did not have any adverse effects because of this event.